Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported tubing detachment at the quick release while sleeping. The site location was patient's hip and the pump was on patient's trousers. The infusion had been in use for 18 hours. Patient was unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.